Event description:
The pt reported he was without stimulation and unable to establish communication between his ipg and charger. Also, the programmer displayed a communication error message. The sjm representative met with the pt and confirmed the issue. Follow-up indicated the pt's ipg was explanted and replaced. The pt reported effective stimulation post-operative.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial umber was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.